Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and the patient was hospitalized on (B)(6) 2018. The customer reported that there is cosmetic damage to the insulin pump. Customer stated insulin pump has 3 large cracks where the reservoir is and 4 scratches on the face of pump, and cracks by the battery. Customer stated was admitted in the hospital for diabetic ketoacidosis and is having a lot of no deliveries. The customer also reported that the buttons are sticking and having trouble getting. Customer stated that they woke up with blood glucose of 514 mg/dl and gave 5 units. Then customer was nauseated while driving to the hospital when they started to vomited. The customer doesn't know what caused that high blood glucose. Customer stated she had a low this morning, lips were numb, and blood glucose was 35 mg/dl. The customer then corrected it with 3 glucose tabs and got blood glucose to 119 mg/dl. Patient's current blood glucose is 148 mg/dl. The customer was nauseous anxious, heart was racing, vomiting, difficulty breathing but thinks it was cause of the anxiety. Customer treated for high blood glucose with syringes. Blood glucose value when admitted to hospital was 368 mg/dl. The customer was wearing the pump at time of hospitalization. The customer reported that 4 liters of fluid, insulin were 13 units while in the emergency room, and had bags of fluids of intravenous. The meter stated 504 mg/dl but it was 514 mg/dl when the doctor drew the blood and got down to 368 mg/dl. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as they received a couple of no deliveries, while blousing. Customer states the drive support cap appears normal. The insulin pump will be returned for analysis.